Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a syringe. The customer reports the cannula popped off the 3cc syringe during surgery, causing a minor peripheral corneal edema. The patient is improving. The doctor believes the technician did not properly tighten the cannula to the syringe. The patient had to have two stitches to close the primary incision, and one stitch to close the secondary incision.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.